Event description:
Patient on continuous renal replacement therapy (crrt), second filter of this shift. Tmp climbed to 300. After gathering supplies and checking orders, machine then said call service and shut down. Unable to return blood. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Patient on continuous renal replacement therapy (crrt), second filter of this shift. Tmp climbed to 300. After gathering supplies and checking orders, machine then said call service and shut down. Unable to return blood. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter). User facility has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.

Event description:
Patient on continuous renal replacement therapy (crrt), second filter of this shift. Tmp climbed to 300. After gathering supplies and checking orders, machine then said call service and shut down. Unable to return blood. Manufacturer response for baxter prismax crrt machine, prismax (per site reporter) mayo clinic in arizona has been working closely with baxter including multiple site visits for over two and a half years in an attempt to identify the problems and fix the problems.